Event description:
On 2016-04-22, information was received from a healthcare provider (hcp) regarding a female patient who was receiving baclofen (dose, concentration and lot number unknown) via an implantable pump for intractable spasticity and cerebral palsy. On an unknown date, the patient experienced cognitive deterioration. The patient's primary care doctor had suggested that intrathecal baclofen (itb) may be the cause of her cognitive deterioration. The patient had been on itb therapy for about 16 years. The patient then developed seizures and was put on medications for that. No further information was provided.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.